Event description:
It was reported that the patient experienced the l shape connecter between the pump and cuff was protruding outside the patient's body due to an infection with an artificial urinary sphincter (aus). The aus tubing re-implanted in the patient's body and no new device was implanted. Should additional relevant details become available, a supplemental report will be submitted.